Event description:
The rptr states that the device is causing many instances, in over half the cases in which it is used, of hemolysis of pt's blood. The device is used to initiate an IV site. The rptr recently switched from another MFR's device.